Event description:
Pt came to hosp due to pain at defibrillator pocket - this event was not covered by the complaint report submitted to the MFR. During the follow-up, that was performed on the device involved in this report, oversensing episodes were visible in device memory. Physician requested these episodes to be analysed.

Manufacturer narrative:
Jan 22, 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files rec'd. Results and conclusions: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. (B)(4). The oversensing episodes recorded were non sustained episodes which did not trigger any therapy (because they were non-sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead / connector issue. None of them could be confirmed; however, the pattern and the amplitude of the noise events detected suggest myopotential oversensing or emi. Despite significant improvements included in the new version of the asc, the algorithm will probably not be able to prevent all the noise sensing episodes from being detected, recorded or treated.